Manufacturer narrative:
The device history record for the reported oad could not be reviewed as the lot number was not provided. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used for four low-speed treatments on a severely calcified left anterior descending (lad) artery. A dissection was observed after treatment with the oad. A sapphire balloon was used to treat the lesion. The perforation occurred after treatment with the balloon. Balloon tamponade was attempted. Two five minute inflations were unsuccessful in sealing the perforation. A covered stent was placed and successfully sealed the perforation. After, the patient's blood pressure started to drop and a pericardial tap was performed. The procedure was able to be successfully completed and the patient was in stable condition.